Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the certest sars-cov-2 assay was reported against the max instrument catalog number 441916, serial number ct1126. The complaint is not confirmed. The equipment is checked and its normalization is carried out following the official procedure. The equipment works correctly and within bd specifications. The root cause is unknown. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the bd instrument max clinical the customer noticed irregular curves that resulted in false positive results. There was no indication that results were reported out and no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical the customer noticed irregular curves that resulted in false positive results. There was no indication that results were reported out and no report of patient impact.